Manufacturer narrative:
Initial reporter phone# (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred before use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, when removing the capsule from the device the flexible catheter was attached to the capsule leaving the needle exposed.

Event description:
It was reported that breakage occurred before use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, when removing the capsule from the device the flexible catheter was attached to the capsule leaving the needle exposed.

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since an investigation could not be performed, bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production.